Event description:
On (B)(6): radiology technologist reports via phone that they were performing a CT chest on (B)(6) female patient with history of congestive heart failure (chf) for a right lower lobe mass. Patient had arrived from a nursing home for follow up CT. IV access was the left antecubital with a 22ga angiocath. Staff had loaded on empty 200ml syringe with 100ml of optiray 320 on side a, and 50ml of saline in a empty 200ml syringe on the side b. Injection protocol was set for 2.0ml/sec for a volume of 100ml contrast, then 2.0ml/sec for volume of 60ml of saline to follow. The CT scan and injection was started and the technologist noted there was no contrast on the images. About three minutes after the scan, the patient complained of not feeling well, and was short of breath. Patient breathing became very labored and staff called a code to assist the patient. Patient was then sent to the emergency room. Patient outcome is unknown.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.